Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a death occured while a ventilator was in use. Medical intervention was not reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm any malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a death occurred while a ventilator was in use. Medical intervention was not reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. In addition to the above evaluation the sensor board of the unit drifted out of spec due to contamination issues, which was not related to the malfunction/issue.